Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they were recharging too frequently and that their implantable neurostimulator (ins) wasn¿t holding a charge. The patient stated that they completely charged the ins on (B)(6) 2017 and by the next day it was completely dead. The patient mentioned that their settings were only on 3.5v. It was noted that they just charged it up but the patient programmer was now showing the ¿ins battery low¿ message. The patient was redirected to their healthcare provider (hcp) to discuss the device not holding a charge. An appointment was scheduled for (B)(6) 2017. It was noted that the issue started about a month prior to the date of this report. No patient symptoms were reported. Indication for use is spinal pain.